Event description:
It was reported that the patient experienced diaphragmatic stimulation. There was no capture in the left ventricular lead. The left ventricular lead was programmed off. The lead remains implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.